Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. As a result, customer was taken to the emergency room, and subsequently admitted to the hospital¿s intensive care unit with a blood glucose level of 988 mg/dl. During hospitalization, the customer was treated with intravenous fluids of saline and insulin and experienced a coma and possible memory loss. The customer was released from the hospital on (B)(6) 2022. Subsequently, customer was admitted to inhouse rehabilitation and discharged on (B)(6) 2022. A replacement pump was sent to the customer to resolve the issue.